Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged headache, nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged headache, nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. A white dust-like contamination on the front panel, an unknown brownish contaminate on the top enclosure, a whitish unknown contaminate on the air inlet box, an unknown contaminate on the bottom enclosure, a dust-like contaminate on the bottom enclosure, 3 potential insects on the bottom enclosure, a whitish dust-like contaminate on the blower cap seal, a whitish dust-like contaminate on the blower, blower seal, evidence of liquid ingress is found on the bottom of the blower, potential mineral deposits on the blower box indicating potential water ingress, there was a black contaminate consistent with keratin at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint. In this report, section h6 has been updated.